Event description:
Reportedly a multifire premium stapler was used to close the skin of a pt having and unknown surgery. One day post-op, the surgeon noted that ten (10) staples had disengaged from the skin.

Event description:
Reportedly a multifire premium stapler was used to close the skin of a pt having an unknown surgery. One day post-op, the surgeon noted that ten (10) staples had disengaged from the skin.